Event description:
Tatyana states no witnesses, the fall was heard, and the patient had bumped his head as well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).